Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-57 user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. (B)(4). Note: manufacturer contacted customer on 12/22/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 209, 176, 178, 215 and 204 mg/dl. Customer also stated he had performed a fasting back to back meter comparison blood glucose test using his truemetrix meter and obtained a result of 200 mg/dl and his wife's truemetrix meter and obtained a result of 180 mg/dl. The customer's expected fasting blood glucose test result range is 112 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 217 mg/dl and 239 mg/dl using truemetrix meter. The product is stored in the living room and basement. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date at time of call is three weeks. The meter memory was reviewed for previous test result history: result 1:209mg/dl date:(B)(6) 2017 time:11:44am fasting, result 2:176mg/dl date:(B)(6) 2017 time:11:11am fasting, result 3:178mg/dl date:(B)(6) 2017 time:6:56am fasting, result 4:215mg/dl date:(B)(6) 2017 time:10:59am fasting, result 5:204mg/dl date:(B)(6) 2017 time:10:57am fasting. Customer state that the meter fluctuate a lot with his results. Customer states that he run a blood a blood test and the meter is giving high blood. Customer state that he use his true metrix meter and got a results of 200mg/dl but on his wife true metrix meter he would get 180mg/dl fasting .customer states that he started insulin about a month ago and now his normal glucose range is 112-130mg/dl .